Manufacturer narrative:
Concomitant products: product ID: 7495lz66, serial# (B)(4), product type: extension. Product ID: 3986ilc, lot# n26380, product type: lead. (B)(4).

Event description:
The consumer reported that she had pain at the implant site. An infection was discovered at the implant site when it was removed. Additional information received from the healthcare professional reported that the actions taken to resolve the infection was an explant. It was unknown if the patient experienced any symptoms and it was unknown what caused the infection. The indication for use was complex regional pain syndrome type ii. No device issues reported. If additional information is received a follow-up report will be sent.